Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pacemaker exhibited backup vvi operation due to code corruption. The pacemaker was re-interrogated and normal device function was noted. No intervention reported. The patient was stable throughout.